Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion in a short period of time. Follow up was conducted and no intervention has been performed or planned. The device remains in use. No patient complications have been reported as a result of this event.